Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7230749, medical device expiration date: 08/31/2019, device manufacture date: 08/31/2017. Medical device lot #: 7257895, medical device expiration date: 09/30/2019, device manufacture date: 09/28/2017. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Additional communication with the customer indicates, that following completion of blood collection, the pbbcs IV needle was removed from the patient prior to activating the retraction mechanism; the user then activated the IV needle retraction mechanism by pushing the button. As indicated in the pbbcs instructions for use, that following completion of blood collection, it is recommended that the user activate the IV needle retraction mechanism (by pushing the button) while the needle is still within the patient. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that when using the safety lock on a bd vacutainer® push button blood collection set the blood splatters all over. There was no report of exposure to the mucosal membrane, serious injury, or medical intervention.

Event description:
It was reported that when using the safety lock on a bd vacutainer push button blood collection set the blood splatters all over. There was no report of exposure to the mucosal membrane, serious injury, or medical intervention.